Manufacturer narrative:
(B)(4), distributor of hemocor hemoconcentrators, reported on behalf of a user facility that while using a hph junior hemoconcentrator during a bypass procedure, a pediatric patient lost less than 10 ml of blood. The blood loss was reported to be due to a leak out of the header cap. There were no adverse effects as a result of the reported complaint. Medivators followed up for more information, but (B)(4) reported there is very limited information available regarding this complaint. There was no report of medical intervention, any symptoms experienced or delay in the procedure. The hemoconcentrator was returned to medivators for quality assurance investigation. The reported header cap leak was confirmed. Medivators has not received any complaints similar to this report. Medivators remains in close contact with (B)(4). This complaint will continue to be monitored in the medivators complaint handling system.

Event description:
(B)(4), distributor of hemocor hemoconcentrators, reported on behalf of a user facility that while using a hph junior hemoconcentrator during a bypass procedure, a pediatric patient lost less than 10 ml of blood. The blood loss was reported to be due to a leak out of the header cap. There were no adverse effects as a result of the reported complaint.